Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump display screen was scratched out affects visibility. Customer stated that the insulin pump reject new batteries, battery life decreased from first and underneath reservoir was cracked. Customer reported that the the insulin pump had no delivery alarm, sometimes lighting works stopped in middle of rewind. Customer reported that the buttons not always responsive, display button was sticky lost insulin pump settings during a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.